Event description:
The patient called stating he had an unknown stryker hip with a trident cup implanted approximately 5 years ago. He states that he has lost 2 and 1/2 inches in his leg, his hip is swollen, locks up, is in a lot of pain and has no strength in his leg.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown trident cup. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device currently implanted.